Manufacturer narrative:
Reliability analysis inspected 2 opened and used enlite sensors and performed bicarbonate buffer test. 1 of 2 enlite sensors failed per inspection due to low readings. Remaining 1 of 2 enlite sensors passed per inspection with accurate readings. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences and noticed signs of hyperglycemia. The customer indicated that the sensor glucose was 14 to 21mg/dl and blood glucose was 75 to 108 mg/dl and as high as 600 mg/dl. No further details were provided.

Manufacturer narrative:
The initial medwatch report was created in error. The report was created under a sensor rather than the insulin pump. For the correct medwatch, please refer to manufacturer report number 3004209178-2016-11990.